Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Quality control (qc) was run prior to the event and within spec. System check run on (B)(4) 2009 met specs. Service contacted the customer via the telephone. The field service engineer instructed the customer to perform high sensitivity lumwash son testing which met specs. Advised customer to monitor and contact beckman coulter inc customer technical services if further issues. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4)2008 and (B)(4) 2010 of complaints for add'l reportable events.